Event description:
This is a report by a nurse in the USA of pneumonia, mental changes, did not wear a mask, peritonitis, left arm swelling and weeping in a male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On (B)(6) 2012, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip), for peritoneal dialysis (pd). Dianeal therapies were reported to be ongoing. During a call with baxter customer services, the nurse reported the following information. On an unreported date, the patient was diagnosed with pneumonia. On (B)(6) 2012, the patient was hospitalized for pneumonia. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was re-hospitalized for mental changes (onset date not reported), which the nurse believed was related to either a stroke or a brain mass, but could not confirm. On (B)(6) 2012, the patient was discharged to a rehabilitation center. On an unknown date, during the stay at the rehabilitation center, the patient experienced peritonitis (unspecified). The nurse reported the cause of peritonitis was due to the rehabilitation center health care professional (hcp) not wearing a mask during pd therapy (date not reported). On an unreported date, the patient was treated with vancomycin and ceftazidime for the peritonitis (doses, frequencies, and lots not reported). On (B)(6) 2012, the patient was discharged from the rehabilitation center. On (B)(6) 2012, the patient was hospitalized for left arm swelling and weeping (onset date not reported). On an unreported date in 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was re-hospitalized for the peritonitis manifested by abdominal pain and left arm swelling and weeping. Treatment for the pneumonia, mental changes, did not wear a mask, and left arm swelling and weeping was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The nurse reported the patient had recovered from the pneumonia and peritonitis (date unspecified) and the patient was recovering from the mental changes. The outcome of the left arm swelling and weeping was unknown. The outcome of the event of hcp did not wear a mask was not reported. Concomitant therapy was not reported. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique described as the attending healthcare professional at the rehabilitation center did not wear a mask during pd therapy. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the prevention of the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.